Manufacturer narrative:
The exact date of the event is unknown. The provided event date (B)(6) 2019 was chosen as a best estimate based on the date that the manufacturer became aware of the event. Model number/catalog number: sc-3138-35, serial number: (B)(4), batch/lot number: 13620378, model/catalog description: lead extension kit 35 cm. Model number/catalog number: sc-3138-55, serial number: (B)(4), batch/lot number: 13482567, model/catalog description: lead extension kit 55 cm. Model number/catalog number: sc-1110-02, serial number: (B)(4), batch/lot number: 13522427, model/catalog description: precision ipg kit.

Event description:
A report was received that the patient's ipg was causing discomfort. The patient underwent a procedure wherein the ipg and lead extensions were explanted.